Manufacturer narrative:
System analysis/service repair on december 18, 2014: the reported ¿errors 210, 831 and 235¿ were confirmed. The laser system was inspected and was determined that power supply was required to resolve the issues. The laser power supply (lps) was replaced however issues were not resolved. The resonator was then replaced and resonator s/n (B)(4) was installed. The system was tested and verified to meet manufacturer¿s specifications. Product evaluation summary: the resonator s/n (B)(4) was evaluated on january 05, 2015. The evaluation detected red and black cables were not connected; diode and r2 optic both were noted to be burnt. Replaced diode s/n (B)(4), r2 optic lot 213490 and desiccant. The resonator was realigned and a new test report was completed.

Event description:
It was reported to ams that during a prostate procedure with the patient under anesthesia, the laser displayed error codes 210, 235 and 831. The customer was unable to clear the errors that occurred. The physician aborted the case with hps; ¿will continue with alternate method at his discretion¿. There was ¿no injury to patient at time of call¿.